Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation with a thermocool smarttouch sf and the patient experienced electrical storm (arrhythmia) that required medication, extracorporeal membrane oxygenation (ECMO), and hospitalization. Patient was ablated for vt. Vt was non-inducible under anesthesia, so a sinus map was done and ablation performed based on substrate. Radio frequency (rf) time was 18 minutes. Patient left in sinus rhythm (sr). Then in the morning, patient received multiple shocks from his implantable cardioverter defibrillator (ICD) as a reaction to an electrical storm. Patient was moved to the intensive care unit (ICU), put under anesthesia and intubated, and given ECMO. At the time of report, electrical storm persists but seems to be responding to medication (episodes of sr) present. Patient will be treated conservatively/with medication for now. While the electrical storm seems to be a response to the ablation and not an mi or other factor, at this point there is no indication that the use of johnson and johnson medtech products specifically caused the complications. Ablation and mapping catheters are listed, but were not retained because the complications occurred more than 12 hours post operation. Additional information was received. The physician's opinion on the cause of the adverse event is patient condition. Patient improved.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).